Event description:
It was reported that after approximately 24 hours of use, the distal lumen hub broke and came off during nursing care. Normal saline is used to clean the catheters. As a result, a new kit was opened and used without issue. A delay was reported, however, no death or complications to the patient as a result of this occurrence were reported.

Manufacturer narrative:
(B)(4).